Event description:
It was reported that the insulin pump does not vibrate. Customer's blood glucose reading was 156 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to vibrate during testing due to broken vibrator wire. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).